Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Low, out of range impedance, increased capture threshold, and loss of sensing were discovered on the atrial lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.